Manufacturer narrative:
The reported event of end of life (eol) was not confirmed. As received, the ipg was responsive and communicated with lab utilities. Functional testing revealed the returned ipg charged normally and passed a discharge test. The remaining battery capacity exceeds the expected requirements for end of life (eol). The ipg battery provided stimulation for more than 75 hours on a full charge. No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg reached end of life, and the ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was established.